Event description:
The user facility reported that the sk5 plug to their innowave ultrasonic pcf irrigator caught fire. No report of injury.

Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician was immediately dispatched to the user facility to inspect the sonic irrigator. The technician found damage to the electrical connector. The damage observed is indicative of the connector overheating which likely resulted in the reported smoke or fire. The cause of the damage to the connector has not been determined. The innowave pcf sonic irrigator is designed with heat-resistant materials and certified to iec 61010-1:2010+amd1:2016, ul 61010-1, 3rd edition may 1 2012, revised july 19, 2019, can/csa-c22.2 no. 61010-1-12 (2012-05), 3rd edition, with revisions through 2018-11, safety requirements for electrical equipment for measurement, control, and laboratory use part 1: general requirements, en 61326-1:2020 bs en/iec 61326-1:2021, electrical equipment for measurement, control and laboratory use, emc requirements, general requirements, and iec 61010-2-040:2020, ed. 3.0, safety requirements for electrical equipment for measurement, control, and laboratory use part 2-040: particular requirements for sterilizers and washer-disinfectors used to treat medical materials. If the ultrasonic generator draws too much current due to the damaged connector, then the sonic irrigator is designed to abort the wash cycle, emit an audible alarm, and display error code "sonic generator over current". The operator manual states the following to address this alarm, "use the electrical disconnect switch to turn the equipment power off then back on. If the problem persists call steris." The technician made the necessary repairs to the unit, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported. A follow-up MDR will be submitted should additional information become available.